Manufacturer narrative:
The device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The product was reportedly disposed. Lot traceability was not provided therefore we were unable to review the device history records specific to this product. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. It appears clinical and/or procedural factors may have contributed to the event as reported. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure. A request was submitted to the distributor try to obtain additional information. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported by the distributor: event description: it was reported that: it's a safari extra small wire. The case happened 2 months ago. The left ventricle was perforated with the wire. Patient was fine. The patient recovered and is doing well but this safari wire had perforated the left ventricle during a mitral valve procedure.